Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (10mg/ml at 1mg/day) via an implantable pump for spinal pain. It was reported that at the patient's pump replacement for normal battery depletion, it was noted that the catheter was kinked in the pocket so the healthcare provider (hcp) replaced that portion of the catheter. The hcp did not see any immediate concerns in the function of the catheter but was concerned it could potentially fracture in the future. There were no environmental, external, or patient factors contributing to the kink and no diagnostics or troubleshooting were performed. The issue was resolved at the time of the report. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.